Manufacturer narrative:
It was reported that patient was experiencing critical battery alarms. The controller was returned for evaluation. Various analyses were conducted and reviewed to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via review of the controller log files, which revealed multiple critical battery alarms. In each instance, a battery went from a high relative state of charge (rsoc) to 0% rsoc and back to previous rsoc values. The logs recorded a spurious safety alert word (saw) value for all batteries. These observations are indicative of a communication error between the controller and batteries. Failure analysis of the controller revealed that the device passed visual examination and functional testing. Of note, the controller, (B)(4) in use during the event did not have the smr upgrade. The most likely root cause of the reported event can be attributed to a communication error between the controller and batteries. Heartware has opened an internal investigation to address communication errors. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported on (B)(6) 2013, the patient called and reported that he has had numerous faulty alarms and recently had "red" critical battery alarms. The patient also stated that it didn't matter what battery was in use, these alarms occurred on all the patient's batteries. Patient also reported power disconnect alarms when two fully charged batteries were attached. Batteries were recently replaced. The patient presented to the site and log files were reviewed. Review of the logs revealed four critical battery alarms, two on (B)(6), and two on (B)(6) (patient reported that he was attached to charged batteries during these alarms). There were no pump stop alarms. These alarms were happening more frequently, and it was decided to perform a controller exchange. The patients last inr was 1.8 on (B)(6). The controller was exchange with no reported consequence or impact to the patient. The field team was notified. The patient received new back up controller, which was programmed appropriately. No further information was provided.